Event description:
It was reported that following the pt's initial refill, the pt experienced burning and pain. The pt also stated it was bothering her. Two weeks later, the pt went to the hospital for an x-ray. The x-ray indicated the catheter had "pushed over" and had come out of the space. A catheter revision was performed. A catheter dye study was done several weeks later. The catheter was patent and in the space. The wound looked good.

Manufacturer narrative:
(B) (4).